Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2023, product surveillance received the medwatch report (B)(4) from the FDA via us mailing portal regarding the reported pump which confirms the reported upstream occlusion alarm issue and pump could not be used at all for patient use. It was stated that the event occurred while being trialed in the intensive care unit (ICU) on (B)(6) 2023. No other additional information provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.